Event description:
Pt reported to covidien that he underwent surgery on (B)(6) 2012 for rotator cuff repair. After removing the sensor, it was discovered that the pt's forehead was red. Pt went to dermatologist a couple of days later, (B)(6) 2012 and received cortisone cream. Pt stated that the rash spread to his face and neck and then over several days, his skin peeled. Pt stated that after about a week his skin had cleared.

Manufacturer narrative:
Device manufacture date is unk as lot number was unknown.